Event description:
The device involved in this MDR was implanted on (B)(6) 2010. During a routine f/u on (B)(6) 2010, the physician noticed that the aida holter memory has recorded non sustained episodes which showed ventricular oversensing. Moreover on (B)(6) 2010, during a previous routine f/u, a warning related to a suspect abnormal right ventricular impedance measured on (B)(6) 2010 was displayed to the user. Customer has requested explanations about these observations.

Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.